Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the patient reported she woke up this morning with an elevated blood glucose reading of 307 mg/dl with her target range being around the 100's mg/dl. She stated she bolused 1 unit of insulin via her infusion device and 1 hour later her blood glucose was 315 mg/dl. She has no physical symptoms. She stated she changed her infusion set connector last night but was unsure how long her cartridge has been in use. She said she usually changes her cartridge every 10 days. She was advised the manufacturer recommendation is to change the insulin every 6 days. She stated she noticed air bubbles in the insulin cartridge last night and tried to prime them out. She stated she does not adjust the piston rod during the 'change cartridge' process and was advised to do so. On follow up about 4 days later, the patient stated her blood glucose has remained elevated. She said she feels it is "high" this morning, but she has not tested. She said she ate breakfast and had a glass of juice but has not bolused. She said she is not sure how much to bolus for her carbohydrates. A request for additional training was submitted. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.